Event description:
It was reported that the patient's device had high impedance. It was unknown if the high impedance was seen during normal mode or system diagnostics. No surgery has occurred to date, and no further relevant information has been received.

Event description:
The patient had full revision surgery. The surgeon confirmed that high impedance was seen during system and normal mode diagnostics prior to the surgery. The explanting facility does not return product to the manufacturer. Therefore, no analysis could be performed. No further relevant information has been received to date.